Manufacturer narrative:
(B)(4). A device history record review was performed with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined based upon the information provided and without a sample.

Event description:
It was reported that they were unable to inject medication through the catheter. A representative sample will be sent.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they were unable to inject medication through the catheter. A representative sample will be sent.